Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned product for eval as of the time of this report.

Event description:
Consumer felt she was getting a yeast infection. She used a home remedy which involves soaking the tampon in yogurt, inserting it then waiting a few minutes and taking he tampon out. The tampon did not come out easily and the consumer still had pieces of tampon left inside her. Two days later, she still has pieces left inside her and had plans to go to the doctor.